Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged inflammation in lung, spitting up mucus continuously. The patient is placed on multiples types of antibacterial drug. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged inflammation in lung, spitting up mucus continuously. The patient was placed on multiples types of antibacterial drug. This notification was reviewed by the pms clinical expert due to the patient reported has been sick for over a year and the machine has caused inflammation in his lung which has made him spit up continuous mucus. The patient has been placed on multiple types of anti-bactercias and nothing has changed. Patient has been sick for over a year and the machine has caused inflammation in his lung which has made him spit up continuous mucus and prescribed with medication, these event were reviewed by the pms clinical expert and were assessed as possibly related to the product problem with the device and/or user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Thus, the device in this case, may have caused or contributed to the alleged serious injury. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.